Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation of the returned device did not reveal any malfunction during qc checks. The potential root cause of the early sensor retirement could be due to a possible micro-injury at the insertion site which could have likely affected the sensor performance ultimately resulting in disabling the sensor.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on 15 february 2023, on day 96 of sensor life. No adverse events were associated with this complaint.